Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a coronary diagnostic procedure, which was delayed, and it was completed by moving the patient to another room. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system gave an alert indicating the image disk had a storage problem. The philips filed service engineer (fse) visited onsite and upon functional testing, the fse found that the xray pc did not recognize the solid-state drive (ssd) and confirmed that the ssd was defective. To resolve the issue, the fse replaced ssd in x-ray pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the image disk had a storage problem, preventing imaging. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.